Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor issue, auto mode issue and low blood glucose. The customer's blood glucose was 50mg/dl at the time of incident. Customer treated the low blood glucose. Trouble shooting was performed and found unable to enter auto mode and multiple requests for blood glucose values. Assisted in navigating into auto mode readiness screen since the device was currently on safe basal mode. Customer does not like the sensor where it currently is. Advised to speak with healthcare professional about alternate sites. Customer declined trouble shooting for low blood glucose. The insulin pump will not be returned for analysis.